Event description:
It was reported that during intervention on the 1st marginal branch of the circumflex artery that there was a difficult, calcified ostial lesion. The physician attempted to treat the lesion with a cutting balloon, but was unsuccessful. He then successfully deployed the first stent (9 x 2.5mm nir) in the vessel, but following a 45 minute period of observation, he noted impingement of the circumflex and probable dissection. He decided to deploy a 2nd stent using a kissing balloon configuration in the circumflex, just distal to the takeoff of the 1st marginal branch. He was able to pass a wire through both vessels, but attempts to cross the site of the circumflex with a 9 x 3.0 mm nir elite balloon were unsuccessful and he felt unusual resistance on pulling the catheter back. He is not certain if he ran into a strut of the first stent and that contributed to the difficulty removing it. He states he applied little traction in trying to remove it and the catheter broke, leaving the balloon with the stent mounted on it in the left main coronary artery. He attempted over a period of hours and a variety of maneuvers to retrieve the device but was unsuccessful. The pt did not notice any change in the intensity of chest pain during this time. Pt went to bypass surgery approx 1 hour following the procedure. The surgeon was unable to remove the catheter fragment. It is reported to be doing well.